Event description:
Trying to remove the delivery catheter and valve, the catheter was easily removed but the valve became hung up on the distal edge of the sheath. The 1st attempt to snare and remove valve was unsuccessful. Attempted to deploy the valve in distal abdominal aorta but unsuccessful. Had to utilize a smaller balloon to partially expand the valve and deliver a palmaz stent within the valve but the stent would not adhere to the balloon and the balloon and stent became separated. Eventually able to position the tavr and palmaz stent side by side and expand the palmaz stent to contain the tavr valve. During this time there was significant blood loss and hemodynamic stability leading to massive transfusion protocol. Vitals stabilized and resumption of hemostasis.